Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2021. Length of hospitalization was 7 days. Blood glucose level at the time of hospitalization was 535 mg/dl. Customer stated that retainer ring was broken and blood glucose went up to 500 mg/dl. The current blood glucose level was 171 mg/dl. Customer treated high levels with insulin drip. Ketone test was not performed. Customer had been using insulin pump within 48 hours of reported. Trouble shooting was performed the insulin pump will not be returned for analysis.